Manufacturer narrative:
Submit date: 08/27/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The product sample returned consisted of one palindrome 28/45w/ slot catheter. The possible causes were identified. No lot number was provided, therefore, it is not possible to perform a DHR review. Visual inspection revealed a hole on the joint of the catheter with the hub. During underwater test (functional test), bubbles were detected coming out below the hub. The lumen which corresponds to the arterial extension presented a significant quantity of bubbles. The other lumen related to the venous extension presented just a few, which means that the hole was located mostly on the arterial lumen area. This defect has been confirmed. With the available information, the most probable root cause could be considered as misuse (leak could be caused due to over bending or excessive force). No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customers states that during a procedure, the clinician noticed a break in the y-junction. As a result, there was leakage from the y junction. The device was pulled and replaced on (B)(6) 2014. The pt recovered with no further issues. Initial placement of the catheter was 5 months.